Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital after receiving multiple inappropriate therapies. Loss of capture and oversensing were observed on the leads. Programming changes were made. The condition of the patient was good.